Event description:
It was reported that this brady lead was not successfully implanted due to non-specific product performance anomaly. A new lead of the same model was successfully placed. No adverse patient effects were reported.